Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported complaint (green image) could not be reproduced. However, the following additional findings were noted during the evaluation: error message b31. The light-guide fiber composite at the distal end is damaged. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the reported failure (green image) was not confirmed. Therefore, the root cause could not be determined. However, error b31 was likely caused by wear and tear of the device. Also, the damaged light-guide fiber is likely due to incorrect user handling, such as external force. This supplemental report includes a correction to d9. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the scope image became green during the unspecified therapeutic procedure. The procedure was able to be completed with no delay. There were no reports of patient harm.